Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed, which did not replicate or confirm the customer reported event. The instrument was inspected and found to have no thermal damage on the yaw pulley or the conductor wire. Additional findings not reported by the site were identified. The instrument was found to have damage to the conductor wire¿s insulation. There was no material missing and the conductor wires were not exposed. The instrument passed an electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the fenestrated bipolar forceps by the customer, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
During central processing, the fenestrated bipolar forceps (fbf) was found to have the insulated wire burnt with a hole. The customer reported that no replacement instrument was opened, and there was no surgery delay. The customer stated that they always check the instruments before reprocessing. The procedure completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site and confirmed that the instrument was checked before use and there was no damage or was anything unusual. The customer could not provide further information.